Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument blade was broken. A fragment fell into the patient¿s anatomy. The fragment was retrieved in the same procedure. The procedure was completed with a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with an intuitive surgical, inc. (Isi) clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use with no issue. The liver resection task was being performed when the issue occurred. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. It was unknown if the instrument collided with any other instrument or other hard material. The instrument was removed during the procedure before the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance when removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Visual inspection confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. There was no post-operative test performed. There was no procedure delay. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument blade was broken, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Review of the provided image was performed by an isi regulatory post market analyst. The image was consistent with the alleged complaint that the blade of a harmonic ace instrument was broken. Root cause of the failure mode cannot be confirmed without the returned device. This is considered a reportable event due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, a fragment from the harmonic ace instrument fell inside the patient. The fragments were retrieved during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.222¿ from the base. The broken piece was not returned. The complaint regarding the broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).